Manufacturer narrative:
Lumenis contacted the user facility directly in order to obtain additional information regarding the reported event. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Device was manufactured 29-aug-2018 and installed at the customers site on (B)(6) 2019 a review of subject device product risk file ((B)(4)) revealed risk # 2.4.2; "system failure" which has the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation. The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within a full risk assessment. A lumenis service engineer visited the site two (2) days after the reported event. The engineer confirmed error 225 and replaced the switching module. Further evaluation determined that the hr #1 & hr #2 optics needed replacement. After its optics were replaced the laser was restored to full power capability, and the system was returned to the facility having met specifications and ready for use. Although there was no report of injury associated with this event, lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, and in an abundance of caution lumenis is reporting this as an adverse event. Lumenis technical professional indicated that: the most probable cause of the malfunction is due swm (switching module) error, caused due to electrical breakdown between the lamp wire and the optical bench. As part of lumenis' commitment to continuous improvement, an improved isolation of the flash lamp wires is being released through (B)(4). Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that during a stone lithotripsy procedure in which a lumenis pulse 120h was being utilized, error code 225 & 240 appeared on the screen "please shut down the system and restart after 1 minute". Unable to continue with the laser, an alternate device was brought in to complete the procedure. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.